Event description:
This ra lead was implanted on (B)(6) 2002 and remains implanted at this time. A call to technical services placed on 11/01/2016 stated that this lead had noise from rrt signal. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).